Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The evaluation was able to confirm and reproduce the sys error 105. The device was no in specification caused by a failed motor. The motor assembly has been replaced.

Event description:
It was reported that a pump alarms for a sys error 105 when the pump is powered on. It was also reported that there was no pt injury.